Event description:
Sorin group (B)(4) received a report that the touchscreen of the s5 roller pump froze for approx 10 minutes during bypass. It was also reported that, during this time, the touchscreen did not display the flow rate but the user was able to monitor that flow rate using the data mgmt sys and the flow rate could be controlled normally. There was no unintended change in flow rate.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The problem corrected itself before any change of flow was required and the case continued without further problems. There was no report of pt injury. A sorin field svc rep was dispatched to the facility to investigate. Functional testing performed on-site found no problems. The reported issue could not be reproduced but a review of the device's memory found that a touchscreen error message had been logged. Sorin group (B)(4) requested that the pump be returned to them for further investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete.